Event description:
It was reported that balloon rupture occurred. The target lesion as located in the severely tortuous and calcified left anterior descending artery. A 2.50x20mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to be delivered. When it was removed from the patient's body, it was noticed that the proximal edge of the stent struts were damaged. Another stent of the same sized was advanced to the lesion. Subsequently, a 1.2mm x 12mm threader balloon catheter was advanced but it failed to cross the lesion. Another 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The physician grabbed another balloon and completed the procedure. No patient complications were reported and the patient's status was fine.